Manufacturer narrative:
H.6. Investigation: customer returned (1) bd blue/black safe clip with the shelf carton from lot # 5208371. Customer states that it does not cut the needles. Returned safe clip was examined under microscope and observed to have the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Bd was not able to duplicate or confirm the customer¿s indicated failure as the sample has performed properly and the issue has occurred during normal use of the product. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low.

Event description:
It was reported that the needle clipping device safe clip wouldn't cut the needles, which wouldn't fit "as if the hole was covered by something", and "only fold(ed)" during use. The customer reported to have been using the device "since (B)(6) 2018. It started to fail since (B)(6) 2018 but had not reported it." As reported by the customer, translated from spanish to english via google translate, "in accordance with report bd-safeclip 004-2019, received a call at the center of attendance by the patient's court on (B)(6) 2019, informing that the product is failing, does not cut the needles, only fold. Does not know the lot number use the device since (B)(6) 2018. It started to fail since (B)(6) 2018 but had not reported it. Indicates that the needles "do not fit" is as if the hole was covered by something."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle clipping device safe clip wouldn't cut the needles, which wouldn't fit "as if the hole was covered by something", and "only fold(ed)" during use. The customer reported to have been using the device "since (B)(6) 2018. It started to fail since (B)(6) 2018 but had not reported it." As reported by the customer, translated from spanish to english via (B)(6) translate, "in accordance with report bd-safeclip 004-2019, received a call at the center of attendance by the patient's court on (B)(6) 2019, informing that the product is failing, does not cut the needles, only fold. Does not know the lot number. Use the device since (B)(6) 2018. It started to fail since (B)(6) 2018 but had not reported it. Indicates that the needles "do not fit" is as if the hole was covered by something."